Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was possible. Clinical details provided were sufficient to determine a root cause. The pump was returned and a kink in the cannula was confirmed. The clinical details confirm that the kink was present after the insertion of the device. The root cause of the low flow was most likely patient condition related as the patient's anatomy likely caused the cannula to kink during insertion. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the device exhibited suction alarms indicating low flow. The physician manipulated the device by advancing and retracting, however this did not resolve the issue. The physician used a fluoroscope and observed that the cannula distal to the motor was kinked. The physician decided to explant the device and replace with another impella cp. It was reported that the patient survived the procedure.